Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache and chronic sore throats. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer on 4/26/2023. During the evaluation of the device, there were no visible signs of foam degradation, and no additional problems were found. The device is not needed for internal stock, and the unit was scrapped.